Event description:
The complainant reported that during support of the impella cp on august 8th, 2025. As the team was preparing the patient for transport, tech accidentally cut purge cassette line. Purge cassette was promptly replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.